Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of being unable to unscrew a screw on a heartmate 3 system controller was confirmed via evaluation. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. Inspection of the controller confirmed that one of the backup battery cover plate screws was unable to be unscrewed. The backup battery cover plate was removed by using a screwdriver to leverage the cover off the controller. It was revealed that the screw was unthreaded. The remaining backup battery cover plate screws were observed to be in unremarkable physical condition. The system controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock loop and was able to operate a pump for extended operation with no alarms active. Per the provided information, this was an out of box issue. The root cause for the reported event was determined to be a backup battery cover screw not having threading. A manufacturing task was previously opened to further investigate the unthreaded screw issue. The most probable root cause was determined to be operator error and material. An awareness training about acceptable versus unacceptable conditions of captive screws was conducted for operators assigned to the heartmate 3 system controller production line. Heartmate 3 instructions for use, rev. C, section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use, rev. C, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. D, section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications no further information was provided. The manufacturer is closing the file on this event.

Event description:
The issue occurred during the implant procedure. The vad engineer was unable to install the battery into the controller as a result of the screw being unable to be unscrewed. The controller was intended to be used as the patient's backup system controller, but was not put into use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer was unable to unscrew one screw on a heartmate 3 system controller. The tool fit into the screw head, but the screw wouldn't move. Eventually the tool began to strip the screw. The controller was replaced.